Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the backwash manifold input line was disconnected. The fse reconnected the input line resolving the diluent leak. Failure mode of the leak was related to the backwash manifold input line being disconnected. (B)(4).

Event description:
The customer reported to beckman coulter that an unknown amount of what appeared to be diluent was leaking inside the left side of the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.